Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump and catheter had moved. The pump migrated lower in the abdomen and the distal segment of the catheter had dislodged/migrated. The pt experienced an underdose with headache, dizziness, difficulty walking, nausea, paresthesias, tingling, vomiting, constipation, chills, increased spasticity and intermittent low back pain. The pt did not have a fever. On (B)(6) 2011, a revision was performed on the pump and catheter. The pt outcome was serious injury/illness - recovered without sequela. The pump was used to deliver lioresal.